Event description:
It was reported prior to using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, there was differing label information seen between the box and tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.